Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was being used for the purposes of administering medication for an advanced stage of parkinson's disease. According to the complainant, post procedure on (B) (6) 2009 the patient could not rinse the intestinal tube. On (B) (6) 2009 the patient went to the hospital and the parkinson's nurse managed to rinse the tube after several attempts. On (B) (6) 2009, once again the intestinal tube was impossible to rinse. On (B) (6) 2009, an x-ray showed that the intestinal tube was in the ventricle. The tube was put in the correct position. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
It is unknown whether the product has been reprocessed or resterilized. The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B) (4) reposition device. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).

Manufacturer narrative:
(B)(6); (B)(4).

Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was being used for the purposes of administering medication for an advanced stage of parkinson's disease. According to the complainant, post procedure on (B)(6) 2009, the patient could not rinse the intestinal tube. On (B)(6) 2009 the patient went to the hospital and the parkinson's nurse managed to rinse the tube after several attempts. On (B)(6) 2009, once again the intestinal tube was impossible to rinse. On (B)(6) 2009, an x-ray showed that the intestinal tube was in the ventricle. The tube was put in the correct position. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.